Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of revaclear 300 had a foreign matter inside the blood pathway of the dialyzer that occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During the visual inspection by naked eye of the product, the product was found to be wet with a black coating on the fiber bundle. The reported failure was confirmed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.